Event description:
During a procedure on (B)(6) 2013, reportedly the surgeon had a difficult time placing two (2) 1.5 mm threaded drill guides with depth gauge into the 2.0 mm lcp plate. The fourth and fifth metacarpals transverse fractures were reduced and plated successfully using the atlas orthogonal (ao) technique. Procedure was extended by approximately 5 minutes. This report is for two (2) 1.5 mm threaded drill guides with depth gauge. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: reportable to a non-reportable. Does not meet the definition of an MDR reportable event. The available information does not reasonably suggest that the product led to a serious injury or death. ¿the surgeon had a difficult time placing the threaded (2) drill guides into the 2.0mm locking compression plate (lcp) plate (part number 247.346). Six hole plate. The fourth and fifth metacarpals transverse fractures were reduced and plated successfully using the atlas orthogonal (ao) technique. Procedure was extended by approximately 5 minutes.¿ pd evaluation reveals no breakage of the product. There was no report of fragmentation. This was a recognizable event and the product could be easily replaced. There is no report of an extended reportable surgical delay. A product should be inspected before use. If a product appears to be substandard it should be replaced, not used. It is the responsibility of the medical staff or equipment user to select the proper product and use the proper techniques and procedures for successful outcome. There was no report of injury to any patient. This complaint is not a reportable event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the manufacturing evaluation report as received conclusion of the thread flanks to the conical threads are slightly damaged at the forefront. Due to the damage of the thread flanks the relevant dimensions cannot be verified anymore. Therefore, this complaint is indeterminate from a manufacturing standpoint. Afterwards it is impossible to determine how or when the damage happened, but it could have contributed to the complained malfunction. Possible reasons for such damage are cross-threading or simply wear and tear over the years. This lot was manufactured in 2008 and both devices are in a used condition, which speaks against a manufacturing fault. The product development evaluation states on a design stand point of the complaint history and sales history for the past two years were reviewed. Over the past 2 years a total of (B)(4) 2.0mm plates from the modular mini fragment lcp system have been sold. Over the same two year period, we have a total of 4 complaints for difficultly placing the threaded drill guides. (B)(4). The risk analysis (agile document se_244725, rev aa; line 100) includes the hazard of the instruments not fitting properly with the implants. The severity of harm is appropriately identified as a 3, and the probability of occurrence is appropriately identified as a 2, in line with the historical occurrence rate. No other issues were identified in the design evaluation. In conclusion the drill guide was evaluated with additional 2.0mm plates during the design evaluation without issue. Considering the relatively low historical occurrence rate of this issue and the fact that it still functions with 2.0mm plates, it is unlikely that the design played a contributing factor in the device failure. The failure is more likely related to technique error when applying the drill guide to the plate. As such, this complaint is determined to be invalid. Placeholder.